Event description:
It was reported that the customer experienced low blood glucose levels. The customer's blood glucose was 44 mg/dl. The customer confirmed that the issue did not result in a serious injury or hospitalization. The customer stated that he was disconnected from the insulin pump. The customer disconnected the call. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.